Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex fully covered biliary stent was to be implanted to treat a benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the delivery system was completely deployed; however, the stent did not release and was stuck on the delivery system. Reportedly, the stent was fully unsheathed but failed to expand. The stent was removed together with the delivery system and the procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: device problem code 3270 captures the reportable event of stent failure to expand. Block h10: a wallflex biliary fully covered rmv stent and delivery system were received for analysis. Visual examination of the returned device found the stent was received completely deployed and not fully expanded. The stent was inspected and holes were noted on the stent cover. The yellow jacket was found damaged and the inner sheath was kinked. Functional examination was performed by submerging the stent in a hot water for 10 minutes in order to expand the stent; however, the stent failed to expand. The outer diameter (od) of the stent and the stent length were measured and were found not to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to expand was confirmed as the stent was received not fully expanded and did not expand during functional testing. The observed failures of yellow jacket damaged and inner sheath kinked may be due to the force applied when the physician deployed the stent during the procedure. Additionally, the stent cover was damaged (holes) and the stent failed to expand; however, there is insufficient information about what could be the cause of these failures. An investigation is in place to address this problem. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallflex fully covered biliary stent was to be implanted to treat a benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2020. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the delivery system was completely deployed; however, the stent did not release and was stuck on the delivery system. Reportedly, the stent was fully unsheathed but failed to expand. The stent was removed together with the delivery system and the procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event.